Event description:
It was reported that during the procedure, this right ventricular (rv) lead was exhibiting high, out of range impedance measurements. The lead became hooked to the tricuspid valve. Several attempts were made to remove the lead, but were unsuccessful, and the lead was left inside the patient. A new lead of a different model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.